Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise. Additional information indicated that there was a suspected bend point in the lead which caused the noise. The ra lead was explanted. No additional adverse patient effects were reported.